Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of a trapease vena cava filter. The indication for the filter implant was a history of deep vein thrombosis (dvt), pulmonary embolism (pe) and pre-op clearance for a right hip replacement procedure. The patient¿s medical history is significant for hypertension and a prior left hip replacement that resulted in clotting complications and a pulmonary embolism (pe). It was reported that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, inferior vena cava (ivc) filter obstructed with thrombus and can no longer be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that the patient had blood clots, clotting and occlusion of the ivc. There have been no recorded filter removal attempts. The patient also reports to have no blood flow in the right leg and lightheadedness. According to the medical records, the patient had a history of deep vein thrombosis (dvt) and pulmonary embolism (pe) post hip replacement surgery. The filter was successfully deployed in the ivc at the l3 level below the renal vein. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could be confirmed. Decreased blood flow to a lower extremity does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided and no post implant imaging available for review it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Corrected data: (date of event).

Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the patient had blood clots, clotting and occlusion of the ivc. There have been no recorded filter removal attempts. The patient also reports to have no blood flow in the right leg and lightheadedness. According to the medical records, the filter was successfully deployed in the ivc at the l3 level below the renal vein. Corrected data: date of event, manufacturer name, city and state, manufacturing site name and address. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported in the legal brief, an unspecified period of time after placement of a trapease filter, the ivc filter was obstructed with thrombus and can no longer be removed. As a direct the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated.  The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis does not represent a device malfunction. The reported thrombus could not be confirmed without films for review. Factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief soderstrum vs. Cordis, an unspecified period of time after placement of a trapease filter, the ivc filter was obstructed with thrombus and can no longer be removed. As a direct the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment.

Manufacturer narrative:
As reported in the legal brief, an unspecified period of time after placement of a trapease filter, the ivc filter was obstructed with thrombus (blood clots, clotting and occlusion) and can no longer be removed. As a direct the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated.  The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis does not represent a device malfunction. The reported thrombus could not be confirmed without films for review. Factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.